Event description:
On (B)(6) 2015, the cormatrix cardiovascular became aware of an event following the use of the cormatrix cangaroo ecm envelope. Details of the event are provided below. It was reported that the ecm cangaroo envelope was used to secure an implantable electronic cardiac device in a patient. Approximately 3 weeks later, the wound became infected and the entire device, leads and generator, were removed. Staph was identified as the pathogen. A new system was implanted on the other side utilizing a different type of pouch. It was reported that the patient did not have the best hygiene habits. The infection appeared to be from the incision that did not heal well. The pocket did not appear infected. The doctor stated that he did not believe the ecm envelope caused the observed infection.

Manufacturer narrative:
The product was not returned to cormatrix for evaluation. The patient's poor hygiene habits may have contributed to the reported event. It was reported that the infection appeared to be from the incision that did not heal well. The pocket did not appear infected. The doctor stated that he did not believe the ecm envelope caused the observed infection.